Event description:
It was reported to philips that the system did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse suspected the suite pc as the cause of the system start up problem. In order to resolve the issue, the fse replaced the suite pc. The system was returned to use in good working order and ready for clinical use. The codes were updated based on the investigation outcome.